Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen with concentration 1.000,0 mcg/ml at a dose rate of 388.9 mcg/day) via an implantable pump. It was reported that several motor stalls occurred without a clear cause. On 2026-feb-14, one motor stall occurred during a taxi ride. The other moto r stalls took place at the patient's home, including twice on the same day. In addition, there was an increasing residual reservoir volume difference of 2 to 3 ml per pump filling. The pump log provided indicated a service code 529 regarding the pump motor having stalled and had been recovered. As per the pump log provided, the following occurred: 2026-feb-14 10:05 - critical pump alarm regarding motor stall, 2026-feb-14 10:10 - pump motor stall recovery, 2026-mar-26 17:18 - critical pump alarm regarding motor stall, 2026-mar-26 17:29 - pump motor stall recovery, 2026-apr-26 10:37 - critical pump alarm regarding motor stall, 2026-apr-26 10:42 - pump motor stall recovery 2026-apr-26 10:58 - critical pump alarm regarding motor stall, and 2026-apr-26 11:05 - pump motor stall recovery. No patient symptoms were reported.